Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2011. Note: this report corresponds with (B)(4) for a "pelvicol".

Event description:
Procedure: urological/gynecological. According to the report: the pt underwent treatment for pelvic organ prolapse, she has experienced pain and injury and has undergone and will undergo corrective surgery or surgeries.